Event description:
The user facility reported a 62-year-old female noted as high risk coronary intervention was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the impella cp had low flows despite correct placement. The error message displayed as suction. The flow did not improve leading to pump explant. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The impella device was returned for evaluation. The pump was visually inspected and biomaterial was observed in purge gap. No cannula kink was observed. No broken blades were noted. Cp pump was connected to the aic and run for 5 minutes in p-9 in the investigation lab, average flow was 3.8 liters/minute which is above specification limit indicating saturated flow. Data logs not available for review. The root cause of the low flow issue was most likely biomaterial ingestion.